Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 20mm nc trek balloon dilatation catheter was used to pre-dilate the lesion. However, the balloon was inflated above the rated burst pressure at 30 atmospheres and ruptured. No issues were noted. Three stents were successfully deployed in the vessel afterwards. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, additional information was received: the lesion was located in a mildly calcified coronary artery. Another balloon was used to successfully complete the procedure.